Manufacturer narrative:
The reporter's material was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Two vials of test strip lot number 330461-11 were returned for investigation. Upon visual check, the test strips and vials did not appear to have defects. The returned test strips were measured on reference meters with a high level control sample as follows (qc range = 2.5 - 3.1 inr): qc measurement 1 = 2.7 inr, qc measurement 2 = 2.7 inr, qc measurement 3 = 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). Between 8:00 a.m. And 11:00 a.m. On (B)(6) 2019, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.75 inr. At 10:18 a.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 4.0 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.